Manufacturer narrative:
The field event of spark was not confirmed and the touch screen off was confirmed. Final analysis found a faulty power supply and pepin board as the root-cause of the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a spark was noted while trying to switch on the device. The touch screen of the device went off. No further information was reported.